Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00339, 0001032347-2020-00340, 0001032347-2020-00341 concomitant medical products: sternalock blu system screw, cancellous cross-drive locking 2.4 x 14mm, part# 73-2414, lot# ni; sternalock blu system screw, cancellous cross-drive locking 2.4 x 16mm, part# 73-2416, lot# ni; sternalock 360 multi-implant system, part# 74-0004, lot# 065990.

Event description:
It was reported the patient underwent a sternal re-operation due to bleeding. The sternal closure devices were removed and the sternum was closed with new sternal closure devices. Attempts have been made and no further information has been provided.